Manufacturer narrative:
The reported events were lead dislodgement, unacceptable capture threshold and unspecified sensing issue. As received, a complete lead was returned in one piece. The reported events of unacceptable capture threshold and unspecified sensing issue were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed high threshold and unspecified sensing issues on the right ventricular (rv) lead. A chest x-ray was performed, and dislodgement was noted on the rv lead. The physician elected to explant and replace the rv lead. The patient condition was stable.